Event description:
Customer reportedly noted patient had an increased co2 reading during a case. Inspection of the breathing circuit reportedly revealed that the blue inner circuit was no longer attached to the outer circuit. There was no reported patient injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
The exact lot number could not be determined. The lot number is one of four possibilities: lot number: 081638. Production date: apr 17, 2008. Lot number: 075009. Production date: dec 12, 2007. Lot number: 081220. Production date: mar 19, 2008. Lot number: 080131. Production date: jan 4, 2008.